Event description:
A customer reported getting an error-2 message on their freestyle freedom lite meter and experiencing symptoms of hyperglycemia. The paramedics were called, treated customer with unspecified intravenous infusion and transported to a local hospital where she was diagnosed with hyperglycemia and treated with unspecified intravenous infusion. There was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
The meter has been returned and investigated. The complaint was not confirmed and no new issues were observed.